Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: as no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. One picture was received for evaluation by the quality team. The picture shows a tube connected to a device. There is a red substance at the connection point. Based on the limited investigation results, a cause for the reported incident could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the unspecified bd¿ infusion set tubing disconnected from the phaseal connector during use. The following information was provided by the initial reporter: "patient has a cadd pump and she stated that around 6:45 in the morning today, the tubing was disconnected from the phaseal connector but she was able to reconnect it immediately, she claimed to not have seen any leakage of fluids from the tubing and no blood came out from the line."